Manufacturer narrative:
The medical device remains implanted. Return not possible. (B)(4). Tubular support placed inside a blood vessel, canal, or duct to aid healing or relieve an obstruction. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following was reported to gore: on (B)(6) 2022, the patient underwent endovascular treatment of a pararenal abdominal aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system(ctag/ac), gore® excluder® aaa endoprosthesis and gore® viabahn® endoprosthesis with heparin bioactive surface(viabahan). After the trunk-ipsilateral leg component was deployed, a ctag/ac device was deployed at below the right renal artery, and then a viabahan device was deployed at left renal artery using chimney techniques. The viabahan device was migrated due to bowing phenomenon while deployment. A proximal type I endoleak was observed due to the ctag/ac device slightly migrated distally upon ballooning. Therefore, additional viabahan devices were placed at the each side of the first viabahan device, and additional ctag/ac was deployed at right below the right renal artery. The final angiography imaging revealed a proximal type I endoleak remained but the physician elected to monitor it and the procedure was completed. Post operative 5 days, a follow up CT imaging revealed a retrograde type a dissection(rtad) and a proximal type I endoleak still remained. The patient is under antihypertensive control and is being monitored. The physician reported the usage of the ctag/ac device is outside the IFU and he understood/knew the risk to use. It was reported that the entry part is unknown but the dissection is seen from the proximal edge of the proximal device, and the remained endoleak seems like getting decreased when compared from the intra-operative image.